Event description:
Patient was revised due to pain. On (B)(4) 2013 - patient's revision operative records were received. Records indicate the patient was revised to address increasing pain. Upon revision a small amount of synovitis was noted along with white material. Also noted was a small amount of fretting at the trunnion.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records/material certifications were not possible as the required femoral stem product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 3/13/2014 - litigation received. Litigation alleges elevated metal ion levels and difficulty walking. There is no new additional information that would affect the investigation.